Manufacturer narrative:
The received device had the cannula assembly deployed. An enhancement was implemented to the vision system to catch the presence and orientation of the cannula in the slide retract. The pod registered an 0x33 hazard alarm and the kill switch was activated by the user. The pod was connected to the master pdm with no issues and a 5 unit test bolus was run, which completed with no issues. No other defects or deficiencies were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle mechanism did not retract as intended during activation.